Event description:
It was reported that the patient received inappropriate therapy due to myopotential noise during supra ventricular tachycardia (svt). Reprogramming was performed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.